Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A secondary assessment of the stored data identified no faults and no impedance abnormalities (measurements occurring prior to same day discharge). Further analysis of the ryhtmiq episodes confirmed the following: ap/vs intervals with rates of 60 bpm, and av delay of almost 400 ms. This was associated with a very small farfield signal on the atrial channel with the vs signals. The ap lines up with a signal on the atrial channel. Some of the ap/vs or ap/[vp] the atrial and ventricular channels are aligned very closely. This may be suggestive of lead dislodgement. Some of the ap/vp with rates of 60 bpm have a signal on the atrial channel that are aligned with the ap and the signal on the ventricular channel are aligned with the vp marker. Other considerations that could not be confirmed based on the available data include the following: capture in the atrium and ventricle. Are the signals demonstrating ventricular capture on both channels. Is there a possibility of ra dislodgement. Is there a possibility that the ra lead was close to the annulus with subsequent dislodgement into the rv. It was concluded that a presumptive diagnosis would require x-ray assessment and the reported time of death. There was no reasonable evidence of malfunction; however, a procedure-related complication cannot be entirely ruled out.

Manufacturer narrative:
(B)(4). A save-to-disk was obtained and delivered to ts for review. With regard to the failed rvat test, the test is performed every 21 hours when programmed to trend, as it was in this device. A successful automatic test was stored on (B)(6) at 12:33, so any subsequent test would have been performed after the patient died and would be expected to be unsuccessful. There were five episodes stored in the arrhythmia logbook on the dod, four of these have stored egms. The first episode was stored on (B)(6) at 02:25am, as a vt episode with onset rate of 256 beats per minute and lasted 4 minutes and 24 seconds. The rhythm is mostly a 1:1 a to v rhythm and appears to convert to ap/ vp and ap/vs rhythm at the end of the stored episode. The next episodes stored on (B)(6) were at 02:26, 02:26, and 02:28am and are stored as atrial tachycardia episodes. They overlap the previously mentioned ventricular episode. Egms are only available for the second and third atr episodes. The first episode of atr lasted 13 seconds. The second episode lasted one minute and 54 seconds. Rhythm is the same as described above, 1:1 a to v rhythm. The third stored episode lasted one minute and 5 seconds. Rhythm continues as described above. A few beats of ventricular under-sensing is noted during this episode. The last episode stored on (B)(6) is stored as an atr episode, was stored at 02:39 and lasted 36 minutes and 42 seconds. Ventricular under-sensing is noted during this episode, and the morphology has changed and become smaller as compared to the previous episodes. Sensitivity is programmed nominally at 2.5mv in the ventricle. The device implanted is a pacemaker and is not designed to terminate arrhythmias. Assessment of this situation requires the physician¿s clinical opinion regarding the recorded arrhythmia. The investigation of this event is on-going as a request has been made by boston scientific's medical safety for review of episode electrograms.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The patient had been presented to the electrophysiology (ep) laboratory on(B)(6) 2015. At the time of the implant, the patient did have intermittent atrial fibrillation (af) but did have conduction down to the right ventricle (rv) during aai pacing. The boston scientific device, boston scientific right atrial (ra) and competitor right ventricular (rv) leads were implanted successfully. The patient was discharged from the hospital post-implant on the same day. Subsequently, boston scientific received information that this patient had died. The device was interrogated and a save-to-disk was obtained. Stored episodes were sent to ts for review. Ts commented that the ra and rv signals were aligned on top of each other. There was a successful right atrial automatic threshold (raat) test but a failed right ventricular automatic threshold (rvat) test. Ts questioned whether the competitor rv lead may have dislodged. Boston scientific received a letter from a legal firm requesting preservation of evidence. According to the legal firm, the patient passed away at home in the early morning hours of (B)(6) 2015.